Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. Blood glucose levels did not exceed 500 mg/dl and were within the normal range. Customer technical support (cts) provided pump reset instructions, assisted the caller with resetting the pump, and confirmed the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue happens again.